Event description:
I received a false positive from a quidel quickvue otc at home covid-19 test kit (lot no. 2202016) (test strip lot no. 154323). A follow up pcr test at a clinical setting later that afternoon was negative, along with two other negative antigen tests. In all cases of using at home tests, instructions were strictly followed.